Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged force sensor plate. Review of the pump history revealed "no prime" alarms that could not be duplicated during eval.

Event description:
Eval revealed a damaged force sensor plate.